Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the "up" and "down" arrow buttons are not always responding on the keypad. The buttons felt soft when pressed. The reporter denies damage to the keypad or exposure to water.